Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer adjusted the water supply pump pressure, completed gear pump adjustments, cleaned the sample probe of residue, adjusted the sample probe wash station water volume, performed sample probe adjustments, and verified the cell rinse levels were within specifications. He performed a successful precision check, and the customer processed quality control materials the investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable cholesterol gen.2 results from the cobas c 503 analytical unit. The initial result was 564 mg/dl. This result was questioned by the physician. The repeat result was 345 mg/dl. The customer verbally provided a repeat result of 171 mg/dl. The repeat results were believed to be correct.